Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. A review of the submitted log file confirmed that sustained low flow alarms were captured from (B)(6) 2023 through (B)(6) 2023 when the flow fell below the low flow threshold of 2.5 liters per minute (lpm). Beginning on (B)(6) 2023, 39 intermittent low flow alarms were captured throughout the remainder of the log file. Estimated flow ranged from 2.3-2.4 lpm for these events. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: serial number redacted because it is unknown. It was requested but it was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events of right ventricular (rv) dysfunction and tricuspid regurgitation could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed the reported low flow events. According to the account, these events were related to the patient's rv dysfunction and tricuspid regurgitation. The submitted log file contained events from (B)(6) 2023, per the timestamps. Multiple low flow hazard events were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate lvas support with no further issues reported at this time. The device history records of the heartmate ii left ventricular assist system were unable to be reviewed due to the serial number being unknown. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurrent low flow events. They reportedly had a known right ventricular dysfunction and significant tricuspid regurgitation (tr) that could be contributory factors. The event log displayed multiple strings of low flows where the low flow estimator dropped below 2.5 liters per minute (lpm) during the 15.5 day length of the file. There were no other unusual events within the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.